Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) would not deploy. Manual pressure was held to patient's right femoral arterial puncture site, and hemostasis was achieved. There was no harm to patient as a result of malfunction of device. The device was attempted to be used to close/plug an arterial puncture site. The patient over the weekend that they attempted to use the mynx closure device on was "cb". Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The sealant was observed in manufactured position. The procedural sheath from cordis and the syringe were returned with the device for its evaluation. The shuttle sleeve was found not fully pushed back as received, which indicated that the returned device may have not been shuttled down completely during the procedure. Nonetheless, it is unknown if the device was manipulated post procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported failure. No visual damages or anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per functional analysis, shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The results obtained from the functional analysis was a full deployment of the sealant returned in the device. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. The product history record (phr) review of lot f2301802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, procedural/handling factors (such as incomplete engagement of the advancer tube) likely contributed to the issue experienced as evidenced by the incomplete retraction of the sealant sleeve in the returned device. Additionally, there were no functional anomalies observed with the returned device, and it performed as intended per the mynxgrip IFU. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2301802 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not deploy. Manual pressure was held to patient's right femoral arterial puncture site. Hemostasis was achieved. No harm to patient as a result of malfunction of device. The device was attempted to be used to close/plug arterial puncture site. The patient over the weekend that they attempted to use the mynx closure device on was "cb". The device will be returned for evaluation.